Event description:
On (B)(6) 2009, patient presented to the emergency room with a 9cm aneurysm. CT revealed a short, angulated neck and two right renals. After successful implant of a bifurcated device, a suprarenal cuff was placed to intentionally cover the most distal right renal. A palmaz stent was placed in an attempt to straighten out the neck. A 34mm infrarenal cuff was deployed, however, during placement, inadvertently pulled down the suprarenal cuff. A balloon was brought up for dilatation and also inadvertently brought the suprarenal and infrarenal cuff down below the lowest renal. The balloon was inflated again, and no endoleak was present. At the close of the procedure, final angiogram showed no endoleak. Patient was discharged and went home. On (B)(6) 2009, patient returned to the ER with back pain. CT scan indicated that both cuffs had slipped distally. On (B)(6) 2009, the patient was hospitalized. On (B)(6) 2009, the patient was converted to open repair, the devices were explanted, and a surgical graft was sewn in. During the open conversion, it was noted that the aorta had ruptured 2cm.

Manufacturer narrative:
Evaluation of the explanted device identified no fractures or disconnects in the stent cage and no tears in the graft material. The device was manufactured according to endologix specifications at the time of manufacture. Based on the review of the event information available, manufacturing records, and previous cers, there is no evidence that this complaint is due to a manufacturing issue and no additional specific corrective action or preventative action is warranted at this time.